Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device nor the data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the low pump flow could not be determined. Added-h6 impact code 4628.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and there were low pump flows. The pump was repositioned and this did not resolve the pump flow issue. The doctor decided to replace the pump. The procedural outcome was the patient survived surgery.